Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in coronary procedure when the issue occurred, and it was completed using a wired footswitch. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was intermittently losing connection. The issue was resolved by shutting down the system and rebooting it. The footswitch was re-paired with the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless footswitch was intermittently losing connection. The system was in use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.